Event description:
Customer reportedly received results of 23 mg/dl and 66 mg/dl within 10 minutes on the compact plus system. Low blood glucose symptoms were reported with these results; customer will be able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.